Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned for investigation. The sample was returned in opened packaging, indicating ref: 1174108d and lot: redv2850. The stylet was observed to be intact. A kink in the polyimide tubing was present 2.5 cm from the distal end. Less severe kinks were also observed along the polyimide tubing. Microscopic observation revealed the kink to be located between magnet locations. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The event description indicates the stylet experienced resistance during re-advancement. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomical factors. Since a kink was present on the returned device, the complaint is confirmed. A lot history review (lhr) of redv2850 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.

Event description:
It was reported "during sl PICC line procedure, inserted PICC with the 3cg wire inside. Went to pull back 3cg wire and recalibrate to view sherlock for PICC location. When reinserting the 3cg forward into PICC, felt a tiny bit of resistance, but nothing alarming. Finished up procedure and when 3cg removed from PICC to inspect, found the wire bent several inches from the tip. No other wires were placed inside PICC." (B)(6) 2020- returned wire was kinked.